Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a preface® guiding sheath with multipurpose curve and a brim cap detachment occurred. It was reported by the bwi representative that during a procedure when advancing the preface® guiding sheath with multipurpose curve, the back end of the hub fell off. To troubleshoot the issue, the preface® guiding sheath with multipurpose curve was replaced, the issue was resolved, and the procedure was continued. Additional information received indicated it was the hemostatic valve that separated. It dislodged inside and outside of the hub and the brim cap also became detached. The device was about to be used on a patient but opted to use a new one to prevent issues for the patient and procedure. There was no patient consequence.

Manufacturer narrative:
On 22-mar-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a preface® guiding sheath with multipurpose curve and a brim cap detachment occurred. It was reported by the bwi representative that during a procedure when advancing the preface® guiding sheath with multipurpose curve, the back end of the hub fell off. To troubleshoot the issue, the preface® guiding sheath with multipurpose curve was replaced, the issue was resolved, and the procedure was continued. Device evaluation details: the product was returned to biosense webster inc (bwi) and the manufacturer for evaluation and the evaluation has been completed. During visual inspection, only the sheath introducer was returned for evaluation. The brim cap/hub/hemostasis valve were inspected and only blood residues were noted but no anomalies in the assembly of the components. No other anomalies were noted. A functional test was performed. A flushing test was intended, water passed from the side port tubing to the hub and came out of the tip of the sheath. No leakage was observed on the valve or the hub. No other anomalies were detected. A device history record evaluation was performed and no action related to the complaint was found during the review. The complaint reported by the customer was not confirmed since the component was received attached to the device, no anomalies in the assembly of the components were noted. A functional test was performed to verify the functionality of the valve/hub and no leaks after the tests were noted. The exact cause of the reported event could not be conclusively determined. Procedural and/or handling factor may have contributed to the event reported. Neither DHR review nor the product evaluation results suggest that the failure reported is related to the manufacturing process. Biosense webster¿s quality process ensures all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).